Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was noted to have experienced a cardiac arrest. No additional adverse patient effects were reported. The device remains in service.